Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#.

Event description:
It was reported that a pn relion 32g x 4mm 3b tw 50ct was unable to attach during use. The following was reported by the initial reporter: "it was reported that the consumer felt the base of the pen needle is too large to fit on the truleo pen. Verbatim: pharmacy reported call - consumer noticed the new box feels the base is too large to place on her trujeo pen and brought it back to pharmacy. Sending mailing kit to pharmacy with replacement item # 320618, lot # unknown, status - awaiting sample."

Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a pn relion 32g x 4mm 3b tw 50ct was unable to attach during use. The following was reported by the initial reporter: "it was reported that the consumer felt the base of the pen needle is too large to fit on the truleo pen. Verbatim: pharmacy reported call - consumer noticed the new box feels the base is too large to place on her trujeo pen and brought it back to pharmacy. Sending mailing kit to pharmacy with replacement. Item # 320618. Lot # unknown. Status - awaiting sample.